Manufacturer narrative:
UDI related data quality updates only. Product UDI in section d4 has been updated/corrected.

Manufacturer narrative:
A customer from outside the united states reported observation of a depressed patient result which was discordant relative to repeat testing when using advia centaur ft3, kit lot 277. The customer attributed the discordant observation to apparent clumping/aggregation of reagents, and reported observation of five affected reagent packs from the same reagent lot. Siemens investigated the observations. 26 retained units of advia centaur ft3 reagent packs from lot 277 were inspected. The packs were mixed 25-30 times to resuspend the contained paramagnetic particles. All tested packs demonstrated successful particle resuspension, and no aggregation or clumping were observed. The customer¿s observation was not reproduced and no indications were found of a systemic product problem. The product has been determined to be working as intended, and no further investigation is planned.

Event description:
The customer reports observation of a depressed patient result which was discordant relative to repeat testing when using advia centaur ft3, kit lot 277. The customer reported a discordant ft3 observation in an adverse event report to the cfda in china. No result data were provided. The initial ft3 result was considered low, and the discordant observation was attributed to clumping/aggregation of reagents in the pack used. Repeat testing of the patient sample using a reagent pack without apparent clumping produced a higher result, which was reported to the physician and accepted as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.